Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. A DHR review and service history review could not be completed as the serial number was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.